Manufacturer narrative:
G4:02mar2021. B4:03mar2021. H10: additional information was received indicating that there was no patient involvement. The device was being set up for patient use when the issue was discovered. The unit could not be turned on, so it was never placed on the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17feb2021. H11:g5:k102985. H10: the service engineer (se) tests the unit several days, power cycled multiple times, but could not duplicate the complaint of a "blank screen." The se did confirm the complaint of alarms on power-up. The unit is giving "power has been restored" diagnostic code on boot up. The power management board needs to be replaced to fix the problem. During the evaluation, the se found additional issues unrelated to the initial problem reported: the unit is failing the airflow test, reading 143.90 l/min when set to 120 l/min. The flow sensor assembly needs to be replaced to fix the problem. The navigation ring on the bezel is not working. The front bezel needs to be replaced to fix the issue. Pm kit and box were also ordered. The service engineer replaced the power management board, flow assembly, bezel, push pins, isolation mounts, pm kit, and box. The unit passed all performance assurance tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18nov2020.

Event description:
The customer states that unit alarms when powered on while the screen remains blank and is continuous until the staff must remove the battery and unplug from ac power to power the unit off. The device was in use with a patient when the issue was discovered and the ventilator was swapped out. There was no harm reported.

Manufacturer narrative:
G4:09apr2021. B4:12apr2021. The power management (pm) pcba was returned for failure investigation. It was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.